Event description:
Pt received iontophoresis treatment to right shoulder with dispersive pad on right tricep area. After first half of treatment, pt had developed a burn under the button where lead attaches to dispersive pad. Burn size of pencil eraser/same size as button. Dispersive pad was changed, site was changed and treatment continued without incident. Pt sent to the emergency dept for treatment.